Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the ins was at end of service (eos). There was no trauma/falls related to the issue. The patient had a return of symptoms and the consumer wanted to bring the patient to the ER. The patient suddenly started to shake uncontrollably and hadn't been shaking like that in years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.